Event description:
It was reported that the surgeon inserted an icm 125v4 12.5mm implantable collamer lens in 2008, and the lens was explanted nine days later, due to a miscalculation of the lens. A vitrectomy was performed and the lens was replaced with a different diopter lens.